Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc investigated the subject device and found that the reported phenomenon was duplicated due to the failure the image processing circuit board. Omsc could not identify the cause of the failure the image processing circuit board, however it might be caused by the normal aging degradation because six years passed since the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endoscopy procedure using the subject device, the endoscopic image disappeared. The subject device was rebooted and the procedure was completed.there was no report of patient injury associated with this event.